Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that the pt had a revision on or about (B)(6) 2009.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. Therefore, the exact cause of the reported event cannot be determined.